Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast deformity, symmastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation revision with mentor memorygel, 385cc silicone breast implants which the right side ruptured, and there was bilateral implant deformity and symmastia after implantation. As a result patient had the deformity and symmastia corrected with inframammary fold repair, and placement of bilateral bella derm grafts; revision mastopexy, and bilateral removal of implants on (B)(6) 2020. The issue was confirmed by the physician. Silicone right implant rupture noticed during removal surgery. This report is for the left side.

Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).